Event description:
It was reported that during the pre-testing process, it was observed that the bearings of the attachment device were bad. During in-house engineering evaluation it was observed that the device had vibration. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and no longer in axial alignment which caused vibration. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to worn damaged bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.